Event description:
It was reported that the battery longevity of the implantable cardioverter defibrillator (ICD) was not as expected as the remaining longevity went from 11 months to 7 months within 3 days. A request was made to have data from this device analyzed. Data analysis review determined that the device's battery is depleting within normal behavior and the change in the battery longevity appears to be normal due to the right atrial (ra) sensing at a high rate. Power usage appears to be normal. Technical services (ts) provided reprogramming recommendations. It was also noted that there are red alerts recorded due to shock lead impedance high out of range. The patient notes show that this appears to be a known situation. Additional information provided indicates the shock lead is a non-boston scientific product, and the patient is scheduled for ICD replacement in the next few months. The patient will continue to be monitored at this time and further investigation will be performed when the replacement procedure date approaches. The ICD system remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).